Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd¿ luer-lok syringe¿ the scale marking print is incomplete in 29 syringes.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: twenty nine samples were received by the manufacturing plant for evaluation. A quality engineer inspected the samples and determined that the samples were missing less than 50% of the scale markings thus verifying the reported issue. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. A device history record was performed on the reported batch 7170605 and zero defects were found. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Missing print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. No corrective action is required at this time.